Event description:
The customer felt ill at 10:30pm and went to lay down. A relative tried talking for customer and customer couldn't follow. Customer was taken to the hosp where blood glucose was tested and the result was 239mg/dl on the hosp device and 395mg/dl on the customers device. The customer was given a shot of morphine and something else. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.